Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks during an episode of atrial fibrillation (af). The right ventricular (rv) lead appeared to be intermittently oversensing the atrial rhythm. Since the patient is dependent, the oversensing inhibited pacing resulting in pauses. The patient remained in the hospital overnight. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.